Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that customer had high and low blood glucose. The customer's low blood glucose at the time of incident was 14 mg/dl and current is 253 mg/dl. The customer stated that on sunday blood glucose went up to the 1000 mg/dl. The customer reported that they received no delivery alarm and insulin was exited during fixed prime. The customer treated high blood glucose with pin and low with the food. The customer reported that the drive support cap was normal. Based on the customer's report customer alleged insulin pump was over delivering. The customer was neither hospitalized nor admitted for high and low blood glucose. Based on customer report customer does not allege pump was under delivering. The device will not be returned for analysis.